Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited e226 scope communication error code and image noise appears in image during up/down direction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. The most probable cause of the reported issue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5; h2; h6; h11. Corrected fields: b5; h11. The device was returned to olympus for inspection and the reported failure of e226 was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit, such as a broken wire, due to usage stress, external factors, or handling. Based on the results of the investigation, it is likely the following led to the malfunction of the noisy image: damage to charged coupled device and peeling of the imaging unit. In addition, the following reportable malfunctions were identified during the device evaluation: peeling of the imaging unit and damage on the charged coupled device and a scratched and deformed video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited peeling of the imaging unit, damage to the charged coupled device unit, a deformed and scratched video connector. There was no patient involvement.